Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that tubing detached at quick release from the infusion set during the night while the infusion set was still on the body and patient had not moved therefore he inserted a new infusion set. This issue occurred second time. No further information available.